Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: hit mark on the connector, cracks on the connector and corrosion on the electrical contacts and scope mount. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the watertightness failure was caused by cracks on the connector. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that the subject device exhibited a water leak. There were no reports of patient harm.